Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired approximately after implant duration of less than one month, due to unknown reasons. It is unknown if the death was device related. It was additionally reported that two other devices, model 2700 and model 6900ptfx were implanted. No further details were provided. Information learned from implant patient registry. It was additionally reported that two other devices, model 2700 and model 6900ptfx were implanted. Please refer to MFR# 6000002-2009-09839 and MFR# 60000002-2009-09840.